Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly self activated. A coaxial was not used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received for the evaluation. Upon visual evaluation, the device appeared to have residue on the outer housing. The device was received without protective tubing and no yellow guard attached to the needle and received with both slides in their initial positions. Further, the needle was noted to be bent and no other anomalies were identified. The functional testing was unable to be performed due to the condition of the returned device. Therefore, the investigation is determined to be inconclusive as no functional testing was performed due to the condition of the returned device. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2022).

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly self activated. A coaxial was not used and the procedure was completed by using another device. There was no patient injury.